Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2026-01838 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula (2) crooked event on (B)(6) 2026. The blood glucose level was 361 mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information is available.